Event description:
Revision surgery- the pt had knee pain. The surgeon believed that the femur was oversized. All implants were removed except the tibia.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 3.3 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number: one due to fit issues and one due to pain. This is the first complaint for this lot number. The root cause of the pain was not determined with confidence, although the surgeon felt the femoral component was oversized. There are no indications of a product or process issue affecting implant safety or effectiveness.